Event description:
Patient reported that their meter/lab comparison results were 146 mg/dl (ss) versus 111 mg/dl (lab), respectively (32% difference). Tests were done about 30 minutes apart. No symptoms were reported. No other information provided. Lfs representative reviewed qc procedures and discussed meter/lab comparison procedures with patient. Meter was replaced. There was no allegation of harm.